Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified and reproduced. The device was found out of specification in relation to the reported when keys are touched, you get a double click and the cursor moves to the next letter. Cannot enter drug names with this issue. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump device it experienced when keys are touched, it does a double click and the cursor moves to the next letter. Cannot enter drug names with this issue. The event occurred during programming/setup in the intensive care unit. There was no patient involvement. No additional information is available.